Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The connector was pulled from the j702 on the distribution node pca which damaged pins and housing. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and patient was receiving a service code 204 (belt/monitor unusable).